Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer mailed in the survey to complain the nite protector started to come apart a week or two after wearing it at night. In less than 2 months, it was totally apart and I was not able to use it. I would like a refund in the amount of $ (B)(4).